Event description:
It was reported that the patient underwent anastomosis of the esophagus and stomach during radical resection of cardiac cancer on (B)(6) 2014 and suture was used. At the first stitch, when the needle passed through the tissue, about two-thirds of the needle was broken. The broken piece fell into the patient¿s tissue. The needle piece was retrieved and the procedure was completed successfully. There was no adverse patient consequence.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. Upon visual examination, no needle breakages were observed. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.